Manufacturer narrative:
Batch review performed on 28-apr-2021: lot 113759k: (B)(4) items manufactured and released on 18-mar-2021. No anomalies found related to the problem. Patient match planning review: each step of the myknee process has been analyzed: planning proposal: in the planning proposal, all the chosen parameters are within the range of preferences set by the surgeon on the website. In this study we explained to the surgeon that he would have received an adapted femoral guide, and we explained him the proper surgical technique to use it. Femoral cutting block: after the validation of the case the design of the femoral cutting block an error has been made, since the design has not been adapted for the use of two additional pins as explained in the study sent to the surgeon. Conclusions: an error has been made during the design of the block: the operator performing the guide design step did not adapt the design of the femoral cutting block.

Event description:
During the surgery, it was observed that the cutting guide was different from the graphic design sent to the surgeon pre-surgery. The surgeon had to use traditional instruments to cut the distal femur. There was a 1-hour and 30-minute delay and additional anaesthesia had to be administered to the patient. The surgery was completed successfully. The images received by mysolution department shows red and green dots where the pins should be inserted, and the cutting guide was supposed to be fixed to the bone with pins inserted in the green dots. However, the cutting guide instrument provided did not seem to match the plan. The surgeon had to disregard the myknee plan.